Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to mid and lower abdomen on (B)(6) 2019 using cooladvantage plus, coolcurve+ contour, and to bra roll on (B)(6) 2019 using cooladvantage, coolcore contour who developed paradoxical hyperplasia (pah/ph) around (B)(6) 2019. Ph was described as visibly enlarged, firmness over the upper abdomen. Middle abdomen, and upper back fat. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the upper and lower abdomen, and upper back with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to mid and lower abdomen on (B)(6) 2019 using cooladvantage plus, coolcurve+ contour, and to bra roll on (B)(6) 2019 using cooladvantage, coolcore contour who developed paradoxical hyperplasia (pah/ph) around (B)(6) 2019. Ph was described as visibly enlarged, firmness over the upper abdomen. Middle abdomen, and upper back fat. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the upper and lower abdomen, and upper back with paradoxical hyperplasia (ph).